Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported a secondary bag of ceftriaxone appeared to not infuse. Only 6.72ml infused in total. There was no reported patient harm. Although requested, further information not provided.

Manufacturer narrative:
The customer¿s report of secondary underinfusion was not confirmed or replicated during testing. Although reported as a secondary infusion by the customer, logs indicate that the infusion reported as only infusing 6.72 ml of ceftriaxone was a primary infusion. A secondary infusion of ceftriaxone was infused approximately ten (10) hours later by the customer with no issues observed and complete amount of drug infused. Based on the logs, the pcu is powered on at 8:08 am on (B)(6) 2021. The device is selected and the user programs a primary infusion at a rate of 100ml/hr and a vtbi of 50ml. Pvi = 0ml. At 8:09 am user starts infusion. After 2 seconds the user pauses the infusion. At 8:12 am user restarts infusion. Pvi= 0.041ml. At 8:16 device alarms occluded patient side. At 8:17 user restarts infusion. Pvi= 5.105ml at 8:18 device alarms occluded patient side. At 8:18 user restarts infusion. Pvi= 5.905ml at 8:19 user selects device and delays infusion 15 minutes. At 8:34 logs indicate callback before infusion. User does not respond. Infusion continues to be delayed. At 8:53 user channels off unit. Pvi= 6.721ml. The pcu was powered off at 8:53 am. Rate accuracy testing was performed on the source pump module (B)(6). The source device was found to be delivering out of specification (under infusing); however this error finding is not believed to be a contributing factor for the reported incident. After calibration, the returned pump module was observed to be delivering within specification. Preventative maintenance activity report received from the customer shows pump module (B)(6) passed latest rate accuracy test on (B)(6) 2020. Inspection of the pumping mechanism found no irregularities. The pump module was being used for treatment. The disposable sets were not returned for this investigation therefore it could not be determined if the sets were a contributing factor. The root cause of the customer¿s report that a secondary bag of the drug ceftriaxone may not have infused, and had only 6.72ml infused in total was not identified in this investigation. The infusion found programmed utilized the delay feature with no response to restarting of the infusion and powered off the infusion manually after a recorded 6.721ml had infused. A secondary infusion of ceftriaxone with the same rate and vtbi was infused approximately ten (10) hours later by the customer with no issues observed and the complete amount of drug infused. Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with dry fluid residue. Some fluid ingress was observed along the inside bottom of the rear housing. The bezel assembly data code was noted 5/19 (may 2019). No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: although reported as a secondary infusion by the customer, logs indicate that the infusion reported as only infusing 6.72 ml of ceftriaxone was a primary infusion. A secondary infusion of ceftriaxone was infused approximately ten (10) hours later by the customer with no issues observed and complete amount of drug infused. Review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 8:08 am on (B)(6) 2021. The device is selected and the user programs a primary infusion at a rate of 100ml/hr and a vtbi of 50ml. Pvi = 0ml. At 8:09 am user starts infusion. After 2 seconds the user pauses the infusion. At 8:12 am user restarts infusion. Pvi= 0.041ml. At 8:16 device alarms occluded patient side. At 8:17 user restarts infusion. Pvi= 5.105ml at 8:18 device alarms occluded patient side. At 8:18 user restarts infusion. Pvi= 5.905ml at 8:19 user selects device and delays infusion 15 minutes. At 8:34 logs indicate callback before infusion. User does not respond. Infusion continues to be delayed. At 8:53 user channels off unit. Pvi= 6.721ml. The pcu was powered off at 8:53 am. Test results: results from a timed rate accuracy test observed the device under infusing. After calibration, the returned pump module was observed to be delivering within specification. Preventative maintenance activity report received from the customer shows pump module (B)(6) passed latest rate accuracy test on (B)(6) 2020. The incident administration sets were not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 09/12/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record for (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. Test methods: timed rate accuracy test method 1503-001-006, dir# 10000360036, version 01.

Event description:
It was reported a secondary bag of ceftriaxone appeared to not infuse. Only 6.72ml infused in total. There was no reported patient harm. Although requested, further information not provided.